Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 5210670. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
1.was there any harm/serious injury to the patient? If yes, please describe in full detail.no harm reported on this event.

Manufacturer narrative:
Additional information received. Updates made.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Catheter being loose from the needle during insertion and shredding of the catheter material, leading to inability to advance the catheter into the vein.